Event description:
It was reported that the ventricular lead exhibited noise. A chest x-ray revealed that the lead was fractured. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis found clavicular crush damage at 28.5 cm to 28.9 cm from the connector pin. The outer insulation was damaged and the outer coil was fractured at the same location. This damage likely contributed to the reported noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.